Manufacturer narrative:
Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was not taking a charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg was not taking a charge. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.